Manufacturer narrative:
The manufacturer did not receive the device or surgical report for investigation. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available, or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that a patient was implanted with a znn cnm nail on an unknown date on the left hip side. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason.

Manufacturer narrative:
A technical investigation was not possible to perform, as the devices were not at hand. However, based on the available information the investigation is conducted with outcome as follows. Additional information as follows was requested at complainant the latest one on january 05, 2017: any device identification ¿ reference and lot numbers of the revised products. All available surgical reports and x-rays with dates of intervention. Relevant patient information: weight, height, bmi, gender, dob. Date of implantation. Can the explants be returned for investigation? If not, please provide a rationale (discarded, refuse to return¿). Was there a serious injury? An answer was received and the additional information has been entered in this report. It has been reported that the patient was revised on (B)(6) 2016 due to malpositioning of the lag screw. Trend analysis could not be performed as no reference number was available. The DHR check could not be performed as the lot number was not available. One x-ray was sent for investigation. The quality of the x-ray is poor. There is no date on the x-ray, so it is unknown when the x-ray was taken. The positioning of the lag screw does not show any abnormality. It can be the case that the lag screw was chosen too long for the patient's hip. No further statement can be done. An information was received that the lag screw was mal positioned. The provided x-ray (undated) does not show any abnormality of the lag screw. It can be possible that a too long lag screw was implanted. No devices were sent back for investigation. As no further relevant information was provided, no further statement can said. However, the correct implantation of the znn system (lag screw placement) is described in the surgical technique. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported that the aptient was revised on (B)(6) 2016 due to malpositioning of the lag screw.